Event description:
Information was received that a smiths medical level 1 hotline 3 blood and fluid warmer was an out of box failure as the unit ran "intermittently in and out of overtemp" at the end of therapy. There were no adverse patient effects.